Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an avx thrombectomy system with no other devices. The pump, effluent line/supply line, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed outer shaft damage (perforation) 29cm from the tip of the device. Functional testing was done by placing the device in the console. Fluid was found leaking from the crack in the luer nut, and was leaking from the perforation in the outer shaft and the console gave an alert. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on 17 july 2017. It was reported that an error message displayed. An avx® thrombectomy set was selected for a thrombectomy procedure. During the procedure inside the patient, a "check saline supply" message displayed and the device quit working. The error message persisted when the device was reset twice and the machine subsequently prompted to replace the catheter. Another catheter was used to complete the procedure. There were no patient complications and the patient was fine. However, device analysis found the outer shaft was perforated.